Event description:
The customer reported the coulter act diff 2 analyzer was generating aperture alerts on the white blood cell (wbc) and differential counts. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/2/2015. The fse found a blockage in the choke on the pneumatic pump. The fse replaced the choke, which repaired the wbc and differential aperture alerts. The repairs were verified per established procedures. (B)(4).